Event description:
Clinical admin, was placing dobhoff and was having some difficulty advancing past pyloric sphincter and getting negative pressure with syringe. After multiple interventions they attempting to flush with 10cc of water and it came out of guidewire connection site. New device placed with no problem.